Event description:
It was reported that the patient's blood glucose (bg) levels reached 276 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours.

Manufacturer narrative:
The pod received fully deployed. The exposed portion of the soft cannula was observed to be short. The soft cannula was measured to be below the specification. Due to the shortened length of the soft cannula, fluid was unable to flow through the complete fluid path. It cannot be determined when the damage occurred. The download data indicated no timeouts, drive stalls, or hazard alarms that would result in failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.